Manufacturer narrative:
09-apr-2018 product investigation results: the reporter returned toothbrush head on 30-aug-2017. Product return was received and investigated. Investigation results showed that the cause of failure is an effect of force effectuated on refill by the consumer.

Event description:
Toothbrush head fell off the brush fitment into mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 17-aug-2017 that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown fell off the brush fitment into his/her mouth. No symptoms were reported. Relevant history: none reported. No further information was provided. 18-aug-2017 consumer follow-up via e-mail: the consumer reported he/she normally changed the brush head every few months, and the product had been dropped recently. No further information was provided. 19-aug-2017 consumer follow-up via e-mail: the consumer reported the brush head had a grey oral-b logo which does not come off when scratched with a coin. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush head fell off the brush fitment into mouth [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown fell off the brush fitment into his/her mouth. No symptoms were reported. Relevant history: none reported. No further information was provided. On 18-aug-2017 consumer follow-up via e-mail: the consumer reported he/she normally changed the brush head every few months, and the product had been dropped recently. No further information was provided. On 19-aug-2017 consumer follow-up via e-mail: the consumer reported the brush head had a grey oral-b logo which does not come off when scratched with a coin. No further information was provided.